Event description:
On approximately (B)(6) 2010, the patient had a uti, fever, and wound drainage. The patient refused csf sampling. The pump was explanted due to infection. The patient was treated antibiotics. The patient was back at the group home. The device system was used to deliver lioresal.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).